Manufacturer narrative:
It was reported that the ventilator failed internal leakage and safety valve tests during pre-use check. The investigation on-site showed a faulty safety valve. A new valve was fitted and pre-use check passed. Device logs were unavailable. No part was returned despite requests. The reported issue was found during pre-use check. Leakage during ventilation caused by a technical failure may lead to insufficient ventilation. The conclusion is that the reported pre-use check tests failed due to a malfunctioning safety valve. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and safety valve tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).